Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. The mobile view station (mvs) software was reloaded. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that while the field service engineer (fse) was on site yesterday to repair the system for another case, the system gave an error message stating an "error has occurred that may have damaged the integrity of the system". It was noted there was a corrupt database.